Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the blade broke while cleaning the blade with the wet gauge. Before that, the generator was giving 'relax pressure on blade' message. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.